Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that heart lung machine (hlm) displayed a 'no battery backup' message. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the field service representative (fsr), the complaint was verified via data log analysis which pointed to the circuit board on the power manager. The power manager board was replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: b5, d9 and h6.

Event description:
Additional information was received that there were no adverse consequences to the patient.